Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed an increase in power consumption starting (B)(6) 2020 and 25 high watt alarms logged since (B)(6) 2020. Additionally, 90 low flow alarms were logged between (B)(6) 2020 and (B)(6) 2020. As a result, the reported low flow and high power events were confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Additionally, visual evidence provided by the site revealed evidence of possible thrombus within the device. Internal pathological report revealed evidence of thrombus within the device. Information received from the site indicated that, in addition to low flows, the patient presented with elevated lactate dehydrogenase (ldh) levels. Of note, it was reported that, at the time of the event, the patient was compliant with their anticoagulation therapy. The patient received a heparin drip and was started on dipyridamole, and their ldh levels returned to baseline. Later, at the time of the increased pump power consumption, the patient experienced hemolysis associated with dark urine and received a heparin and eptifibatide drip and the pump was exchanged. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a hemolysis event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for experiencing an elevated lactate dehydrogenase (ldh) levels and the ventricular assist device (vad) exhibiting low flows associated with low flow alarms due to pump thrombus. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy, warfarin, which was considered therapeutic. The patient received a heparin drip, started on dipyridamole and their ldh levels returned to baseline. A transthoracic echocardiogram (tte) showed no significant changes and the patient was discharged. Approximately one week later, the patient experienced hemolysis associated with dark urine and the ventricular assist device (vad) exhibited above normal power consumption associated with a significant increase in vad flows and power, and high watts alarms. The patient was readmitted, and received a heparin and eptifibatide drip, and the vad lavare cycle was turned off. An echocardiogram and computerized tomography (CT) scan was also performed. The vad was exchanged. No further patient complications have been reported as a result of this event.